Event description:
Midazolam was programed into IV pump at concentration of 1mg/ml. IV was started at 2209 at a continuous rate of 8mg/hr with a 17mg loading dose. Rates were increased at 2315, 0000, and 0111 to reflect new orders from resident. New concentration of 5mg/ml was received and programed at 0245. At this point, rn noticed that volume of midazolam given did not reflect rates in mar. Charge rn was notified to verify, IV pump was replaced and new pump was programed. Resident was notified and orders were adjusted. Rate was adjusted to 8mg/hr at 0259. Charge rn and rn wasted 17ml of midazolam and determined that 33ml (33mg) had been administered.